Manufacturer narrative:
Patient ID: (B)(6). (B)(4). Due to intra-operative breakage, the device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during insertion of spreader head screws, the spread head broke off in the middle length of the screw on three screws. It was noted that no increased effort had been applied. The broken screw shafts had to be removed with forceps and the luer. The surgery was prolonged by thirty to forty-five (30-45) minutes. No patient harm was reported. The procedure was successfully completed. Reported concomitant devices: forceps (part / lot: unknown, quantity: 1); luer (part / lot: unknown, quantity: 1). This is report 2 of 3 for com-(B)(4).

Manufacturer narrative:
Our investigation has shown that the returned four cervical spine expansion head screw, first screw head the four expansion parts completely broken off, second screw head three expansion parts broken off and the third / fourth screw head there both the expansion parts are marks and expanded. Without knowing the lot number of these four cervical spine expansion head the review of device history record, manufacturing and inspection records is not possible. Since we are not aware of exactly circumstances during the surgery we suppose that a mechanical overloading situation must have led to the breakage / occurrence. The measurable dimensions of the complained screw heads could not be checked for the specification as there were broken and widened during insertion / removal with forceps. DHR could not been conducted due the missing lot. Chu evaluation, visual check-> broken/widened expansion head screws we suppose that exceeding applied mechanical force during insertion causes the breakage / deformation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.